Event description:
The customer reported that the patient had been started on an exchange blood transfusion (ebt) exchange. During transfusion, the indicated inlet pressure initially dropped. The line was flushed and repositioned. The device alarmed again; the inlet and return lines were changed. The alarm then indicated that the interface pressure level was high; the clinician then saw air in the plasma line. The clinician noted that the stated hematocrit was inaccurate. The procedure was ended. The ebt was re-started again with new inlet and return lines, and was then completed without incident. There was no injury to the patient. Patient information is not available at this time. The disposable set is unavailable for return for evaluation. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. Root cause: access problems can be caused by improper positioning of inlet access, obstructions in the inlet line or patient veins constricting and/or contracting. Spillovers can be caused by an air bubble trapped over the red blood cell detector or by inaccurate patient and/or replacement fluid hematocrit entries. If the patient or replacement hematocrit is not entered correctly at the start of the procedure, the system cannot accurately track the current patient hematocrit during the procedure. Reservoir error occurs when the amount of fluid in the reservoir is not what is expected by the system. Obstructions in the replace line may cause this error. Observing bubbles in the tubing set may indicate an occlusion or air block. Occlusions can be caused by air that is trapped in the channel then dislodged into one of the tubing flow paths. Inadequate anticoagulation can cause clumps or clots to form in lines. Another possibility is that the lower collar was mis-clocked in the hex with one of the lines overlapping the plasma line. This could cause the line to become occluded during the procedure thus impeding flow. We have seen these occlusions develop later in a procedure when the tubing becomes warm and softens. Lines can shift when this occurs and overlap each other causing flow restrictions. A block in the plasma line may prevent plasma from being returned to the reservoir thus it remains in the channel. If there is more plasma in the channel than what is expected, the interface may be pushed towards the bottom of the channel. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the equipment was checked out in relation to this event. The pressure sensors were checked for accuracy - no fault was found. An autotest was completed without fault. A simulated use run was carried out successfully with no fault apparent. The machine was returned to service. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: signals in the rdf indicate that the concentration of red blood cells (rbcs) in the line was quite high and the aim images showed rbcs at the top of the channel. These observations indicate that a red blood cell spillover occurred. Signals also indicate that the disposable was decoupled from the sensor or that the inlet pressure sensor did not function as expected. Root cause: undetermined. Possible root causes were provided in supplement 1 for this event.